Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the posterior descending coronary artery (pda). A 2.25 x 20 synergy ii drug eluting stent was advanced to treat the lesion. However during the procedure, the stent came off from the delivery balloon at the ostium of the right coronary artery. The stent was retrieved with a snaring device and the procedure was completed with a 2.25 x 20 promus stent. No patient complications were reported and the patient's status was fine.